Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found the proximal end of the right ventricular shock coil shifted distally and bunching. Visual inspection found no insulation anomalies on the lead. The cause of the damage was consistent with procedural damage.

Event description:
During implant, the lead could not be remove from the introducer. The lead was explanted and replaced. The patient was in stable condition.